Event description:
It was reported that the patient had an impedance issue but they didn¿t know results, if high or low and which contacts or which lead. Circumstances that may have led to the issue were unknown. The patient stated the sling used in bed to help them up may have caused an issue. The hcp programmed to avoid the impedance issue per patient. The patient reports needing more simulation and will follow up with hcp. The issue was resolved at this time. Additional information was received that the patient said they are getting therapeutic benefit but may ask the hcp to increase stimulation as it is not quite the same yet as previous settings.

Manufacturer narrative:
Concomitant medical products: product ID: 3708640, serial#: (B)(4), implanted: (B)(6) 2016, product type: extension, product ID: 3708640, serial #: (B)(4), implanted: (B)(6) 2016, product type: extension, product ID: 3389s-40, lot#: va0xwyr, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3708640, serial/lot #: (B)(4), ubd: 19-oct-2019, UDI #: (B)(4); product ID: 3708640, serial/lot #: (B)(4), ubd: 19-oct-2019, UDI #: (B)(4); product ID: 3389s-40, serial/lot #: (B)(4), ubd: 18-may-2018, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported the patient had an open circuit at electrode 10 resulting in high impedances. The hcp moved the current to electrode 11 with no change in control.